Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the instrument was unable to be tested due to the physical damage condition in which form was returned from customer. Additionally, the instrument was found to have grip input disk 06 and 07 broken into pieces. The parts of the input disk was found in the housing with hairline cracks up to the shaft. The input disk from axis 06 is missing, measures roughly 18.50 mm x 2.30 mm. The complaint regarding instrument failed to apply clips was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported clip application failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer however no new information was obtained.